Manufacturer narrative:
The manufacturer is attempting to acquire to the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that while tethered to the power module, there was an audible intermittent beep with a visual blinking power light and 4 blinking green fuel gauge lights on the system controller. The pt tethered to batteries one at a time nad continued to hear and see the same alarms followed by a red heart alarm. All connections were intact. The pt successfully performed a system controller switchover and the alarms resolved. The pt tolerated well without reports of symptoms. The suspect system controller was attached to mock loop and tethered to a power module. The history demonstrated a power loss followed by low flow alarms and a brief pump stoppage. Given all connections were reported intact and the pt's power module power light and battery light were green, a brown wire break/fatigue in one or both of the epc power cables is suspected.